Manufacturer narrative:
This lead has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead returned and all tines remained intact at the tip of the lead. The lead was subject to direct current resistance testing and passed on all paths, verifying its electrical performance was intact. No further testing was performed. Analysis could not confirm the clinical allegations observed in the field.

Event description:
Boston scientific crm received information that one day post implant the right ventricular (rv) lead exhibited intermittent loss of capture. When testing the lead it was noted that there was always capture to start out and then after eight to ten beats, loss of capture would ensue. No asystole greater than two seconds occurred, as the patient had an underlying rhythm. An x-ray revealed that the lead had dislodged. The physician opted to explant the passive fixation rv lead and implant an active fixation lead. No adverse patient effects were reported.